Event description:
It was reported that the pt was scheduled for a generator pocket revision due to pain at the generator site approximately 2 weeks following implant surgery. Per physician, the generator was to be moved medially due to the pt's complaint of pain. The physician states that the pt is not experiencing any swelling or fever, and he does not believe an infection is present. Surgery occurred on (B) (6) 2010 and all diagnostics were within normal limits during surgery. Attempts for further info have been unsuccessful to date.